Event description:
It was reported that balloon rupture entrapment occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at nominal pressure for 3-5 seconds, the balloon burst and got stuck in wire. The procedure was completed with a different device without any patient complications reported. The patient was in good condition.

Event description:
It was reported that balloon rupture and entrapment occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at nominal pressure for 3-5 seconds, the balloon burst and got stuck in wire. The procedure was completed with a different device without any patient complications reported. The patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: the device nc emerge mr, ous 2.50mm x 15mm from catheter was returned for analysis. Visual, tactile, microscopic analysis and a wire insertion test was performed on the device. No issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a circumferential tear in the mid-section. Microscopic examination identified multiple kinks along the length of the distal polymer extrusion shaft and tip showed no signs of tip damage. The device could not be loaded on a 0.014 test guidewire due to the kinks along the distal polymer extrusion shaft. No other issues were identified with the device. The allegation in the complaint is confirmed.